Manufacturer narrative:
H10. This follow-up report is being sent to provide add'l info based on the device evaluation. Analysis: device analysis shows that the product met all design criteria and functioned as intended. Conclusion: event due to pt's physiological condition. Product operated according to spec.

Event description:
Healthcare professional reported that the valve was abandoned during the implant procedure as the disc impinged on the patient's annulus due to extensive calcification. The surgeon therefore elected to implant a tissue valve. The surgeon stated that this event was not due to any problem with the product and there was no adverse effect to the patient. The valve was returned for analysis on 06/17/97.